Manufacturer narrative:
For thirteen of the eighteen malfunctions, the lot number was provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for twelve malfunctions. Seven of the medical records included images. A patient-device interaction problem was confirmed for eleven malfunctions and was inconclusive for two malfunctions. For five malfunctions, neither the device, images, nor medical records were provided for review; therefore, the investigation is inconclusive for a patient-device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. One malfunctions are still pending investigation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot number): gfwf2801, gfxg3056, gfwa0441, gfwe4058, gfxa3839, gfxa3292, gfxc0235, gfwc3809, gfxf3020, gfwa4155,

Event description:
This report summarizes eighteen malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The eighteen malfunctions involved eighteen patients with no patient consequences. Thirteen of the eighteen patients ranged from (B)(6) years of age and seven patients ranged from (B)(6) pounds. Of the reported patients, nine were male and four were female.

Event description:
This report summarizes eighteen malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The eighteen malfunctions involved eighteen patients with no patient consequences. 14 patients ranged from 43 to 81 years of age and eight patients ranged from 117 to 427 pounds. Of the reported patients, ten were male and five were female. The remaining patient information was not provided.

Manufacturer narrative:
H10: of the 18 malfunctions, the product catalog number of 1 device was updated to md800j and two devices were update to unk meridian. H10: for 14 of the eighteen malfunctions, the lot number was provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for 15 malfunctions. Six of the medical records included images. 11 investigations were confirmed for a patient device interaction problem. One malfunction is confirmed for perforation but unconfirmed for tilt. For one malfunction trending code 1395 (migration) was added additionally and confirmed for perforation and migration. The remaining five investigations were inconclusive for the alleged patient device interaction issue. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfwg3121, gfwf2801, gfxg3056, gfwa0441, gfwe4058, gfxa3839, gfxa3292, gfxc0235, gfwc3809, gfxf3020, gfwa4155, unknown), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 18 malfunctions, the product catalog number of 1 device was updated to md800j. H10: for 14 of the eighteen malfunctions, the lot number was provided and a lot history review was performed. Four lot numbers were unknown. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for 14 malfunctions. Twelve of the medical records included images. 10 investigations were confirmed for a patient device interaction problem. One malfunction is confirmed for perforation but unconfirmed for tilt. One was also confirmed for perforation and migration and trending code 1395 (migration) was added. Two malfunctions with medical records are inconclusive for perforation. The remaining four investigations were inconclusive for the alleged patient device interaction issue. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfwg3121, gfwf2801, gfxg3056, gfwa0441, gfwe4058, gfxa3839, gfxa3292, gfxc0235, gfwc3809, gfxf3020, gfwa4155, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eighteen malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The eighteen malfunctions involved eighteen patients with no patient consequences. Thirteen of the eighteen patients ranged from 43 to 81 years of age and seven patients ranged from 117 to 427 pounds. Of the reported patients, ten were male and four were female. The remaining patient information was not provided.

Event description:
This report summarizes seventeen malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All seventeen malfunctions involved patient with no patient consequences. Of the seventeen patients, ten were male and six were female, sixteen patients age ranged from 41-81 years and eight patients weighs in the range from 117 to 427 lbs all other patient details were not provided.

Manufacturer narrative:
H10: of the reported 18 malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80762. H10: of the reported seventeen malfunctions, lot numbers were provided for fourteen malfunctions and the lot history review were performed and the product catalog number for one malfunction was updated to md800j. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were received for all seventeen malfunctions and images were provided for eight malfunction. Therefore, for twelve malfunctions the investigation is confirmed for perforation, for two malfunctions it is inconclusive for perforation, for one malfunction it is confirmed for perforation, additionally it was determine have and confirmed for malposition of device (a150202), for another one malfunction it is confirmed for perforation, additionally it was determine have and unconfirmed for malposition of device and for the remaining one malfunction it is confirmed for perforation, additionally it was determine have and confirmed for migration (a0104). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfwg3121, gfwf2801, gfxg3056, gfwa0441, gfwe4058, gfxa3839, gfxa3292, gfxc0235, gfwc3809, gfxf3020, gfwa4155, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eighteen malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The eighteen malfunctions involved eighteen patients with no patient consequences. Thirteen of the eighteen patients ranged from 43 to 81 years of age and seven patients ranged from 117 to 427 pounds. Of the reported patients, nine were male and four were female.

Manufacturer narrative:
H10: for thirteen of the eighteen malfunctions, the lot number was provided and a lot history review was performed. Five lot numbers were unknown. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for thirtteen malfunctions. Twelve of the medical records included images. Twelve investigations were confirmed for a patient device interaction problem. One was also confirmed for migration and trending code 1395 (migration) was added. The remaining six investigations were inconclusive for the alleged patient device interaction issue. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number) gfwf2801, gfxg3056, gfwa0441, gfwe4058, gfxa3839, gfxa3292, gfxc0235, gfwc3809, gfxf3020, gfwa4155. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.